Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an error. It was indicated that the main printed circuit board was out of specification electrically. It was also indicated that a button on the keypad was soft. It was also indicated that the display wire was pinched and the wire was exposed. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) had an error. The egp was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that the device powered on to an error. The eeprom (electrically erasable programmable read-only memory) was replaced. All tests then passed on the automated test console. The logs were reviewed. Three errors were displayed in the logs. Conclusion: the reported event of an error upon power-up was confirmed, the failure was caused by a corrupt eeprom. One error was confirmed in the log but could not be reproduced on the bench. If information is provided in the future, a supplemental report will be issued.